Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date in the month of (B)(6) 2019, post-op, the locking mechanism was noticed to be not covering all the screws; and one of the 13mm screws had backed out. Upon explantation, it was seen that the locking mechanism did not sit flush against the plate. There was a single locking mechanism on the 15mm plate. The plate was completely explanted. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: visual, optical and microscopic examination of the implant revealed the cap has been bent and witness marks on the outer tabs of the plate cap are consistent with attempting to lock and unlock the plate. Functional evaluation of the locking cap found the cap was not able to be positioned over the bone screw holes. The bone matter appears to be wedged under the cap keeping it from locking and unlocking. Root cause of faulty plate is undetermined. If information is provided in the future, a supplemental report will be issued.